Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose was 117 mg/dl despite a blood glucose of 53 mg/dl. The customer also had a recent sensor glucose of 91 mg/dl but a blood glucose of 40 mg/dl. The customer treated their low blood glucose by consuming glucose tablets. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.